Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer report (MFR) number 2916596-2021-06343. The investigation conclusion and codes will be reported in MFR 2916596-2021-06343.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that parts of the percutaneous lead inside of the chest cavity had adhered to the right atrium had to be gently removed. Tears were repaired with pledgeted sutures, the process was slow and tedious but took about 15-20 minutes. The or (operating room) transesophageal echocardiogram (tee) showed that the patient's ejection fraction (ef) was 25%. There were traces of a tricuspid valve replacement (tvr), mild aortic insufficiency (ai), and a mildly reduced right ventricle, but no mitral valve repair (mvr).